Event description:
Immediately following post-dilation of the stent, the pt had weakness and could not squeeze with her left hand. An angiogram revealed absence of flow into the mid internal carotid artery (ica). An export catheter was used to aspirate the debris that had been captured by the angioguard filter basket. There was also some spasm of the mid of distal ica, which was treated with nitroglycerin. The pt is a female pt was consented to the study in 2008. The index procedure was completed on six days later, and pt was asymptomatic. The target lesion location was the right internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 80%. Lesion calcification was mild and concentric and vessel tortuousity was mild. The physician made access via the right femoral artery. An arch aortogram and selective cerebral artery angiogram was performed. An angioguard distal protection device was advanced passed the lesion in the carotid artery and deployed. Pre-dilation of the lesion was performed with a 4mm balloon. An 8 x 30 stent was successfully deployed at the lesion and the stent was post-dilated with 5 x 20 balloon. Immediately following post-dilation of the stent the pt had weakness and could not squeeze with her left hand. An angiogram revealed absence of flow into the mid internal carotid artery (ica). An export catheter was used to aspirate the debris that had been captured by the angioguard filter basket. The physician immediately removed basket and a follow-up angiogram showed flow through the internal carotid artery with no change to pre-stent cerebral flow. There was some spasm of the mid to distal ica, which was treated with nitroglycerin. The spasm resolved. The pt was at baseline neurologically when taken from the angio suite. The pt is currently in stable condition. The pt was discharged on the next day.

Manufacturer narrative:
The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2008-01366.